Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology as the intrinsics became wide. The sensing vector was set to the secondary vector. Technical services reviewed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.